Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm, battery out limit alarm, weak battery alarm, and off no power alarm. Customer's blood glucose was 200 mg/dl to 300 mg/dl. Device did not alarm low battery alarm prior to the off no power alarm. Device had also alarmed motor error alarm. Device passed the displacement test and was able to rewind. After troubleshooting, customer will not be returning the device for analysis.